Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 128 mg/dl. Customer stated temp basal was not programmed before the alarm occurred. Customer stated that device was not stored o r not use for extended period of time and alarm occurred shortly after inserting a new battery. Customer was advised to monitor and call if issue recur. The customer also reported via phone call indicating that the insulin pump alarm a17. Customer's blood glucose was 128 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.